Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's spouse that the customer experienced high blood glucose. The customer's sensor will read low, he will check and blood glucose will be between 400mg/dl-420mg/dl. Customer is unsure why they encountered high blood glucose. The customer typically treated with insulin. Customer is constantly high, so he stays in the 200'smg/dl.